Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the customer received a no delivery alarm during prime. Customer stated that he disconnected and did not change set but resolved the alarm by going through the prime sequence. Blood glucose value is unknown. Nothing further reported.